Event description:
The event is reported as: complaint alleges: "staples were not formed correctly. The event caused no harm to the patient. Another visistat was used to continue the procedure." The distributor reported that the stapler was received with a broken cover block."

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.